Manufacturer narrative:
The initial reported event of allegation that patient sustained injuries due to lead implant was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
Attorney alleges patient sustained injuries due to fidelis lead implant. It was further reported that the right ventricular (rv) lead was capped at the time of device removal as the patient was going to have radiation therapy. Later a new rv lead was implanted. No patient complications have been reported as a result of this event.